Event description:
It was reported that approximately 13 months after implantation of the rx acculink in the mildly calcified right internal carotid artery (ica), the patient experienced an unspecified neurological event that is continuing. There was no treatment provided. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, it was found that the patient's neurological deficit was left leg drift. The information on the patient's outcome is conflicting as it states that the condition continues and is unchanged; however, on (B)(6) 2007, at the patient's 30 day follow up visit, the patient had no neurological deficits. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).